Manufacturer narrative:
The cause of the non-reproducible, elevated advia centaur xp vb12 result is unknown. Based on review of instrument qc recovery, qc precision, instrument inspection, and repeat of other patients run at the same date and time and with the same reagent lot and ancillary reagent lot as the discordant patient sample, siemens concludes that the original advia centaur xp vitamin b12 result which was reported as 442 pmol/l, and repeated as161 pmol/l, was an isolated issue with no conclusive root cause. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
The doctor questioned an elevated advia centaur xp vitamin b12 (vb12) result that did not agree with the clinical picture or repeat testing. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur xp vb12 result.